Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal and middle of left circumflex artery (lcx). A 20x3.00mm promus premier stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal first stent strut row, with a stent strut pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal and middle of left circumflex artery (lcx). A 20x3.00mm promus premier stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.